Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to the shorted protection diode cr2 on power pcb assembly.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.